Manufacturer narrative:
Other applicable components are: product ID: neu_stimloc_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that a stimloc screw was broken. Another screw of ortho was used for the craniotomy in the facility. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.